Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an issue with the lockscreen critical alert. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.